Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels as high as 490 mg/dl since (B)(6) 2014. He stated that he had been unable to control his blood glucose levels via the infusion device or insulin injection. On (B)(6) 2014, he went to the emergency room with a blood glucose level of 408 mg/dl and stated he had not eaten anything in three days. He stated that the hospital measured elevated ketone bodies in his blood. The patient received treatment with insulin and saline solution at the hospital. The hospital staff does not think the device delivers insulin correctly. The infusion device was requested to be returned for product evaluation.